Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) returned wrapped in a surgical material. Solution, dark stains and fibre dried on the iol. The iol is cut in half through the centre of the optic. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the patient condition was good after replacement of intraocular lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced poor vision. The iol was replaced with another lens in secondary procedure. Additional information was requested.